Manufacturer narrative:
(B)(4). Batch # n5711z. Photographic analysis: two pictures shows a plastic box with a couple of pieces what appears plastic. The last one shows the cs40g device over the opened blister and the plastic box aside the device. Based on the pictures alone no conclusion could be reached on what he plastic pieces are or if they belong to the device. The analysis results showed that the cs40g device was received with no apparent damage and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, with two white plastic pieces in a bag. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete; the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The device was disassembled to verify the condition of the internal components, and the two white pieces were the shroud post, however no conclusion could be reach as to how the pieces became damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the time of using the device, they noticed that a white plastic piece was broken and was detached from the device. The device was not used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.